Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was causing the patient to experience muscle stimulation. Additional information indicated that the suspected cause of muscle stimulation was due to the lead position. Moreover, the field representative mentioned that the lead was turned off for a while and there was a possibility that there has always been a stimulation or that the lead had moved. The lv lead was explanted. No additional adverse patient effects were reported.